Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with cardiac issues and peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy utilizing vancomycin ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. Subsequently, on (B)(6) 2025, the patient was hospitalized with low blood pressure (hypotension). Per the nurse, the patient was continued on antibiotic therapy for peritonitis while hospitalized (details unknown). On (B)(6) 2025, the patient was discharged to a rehabilitation facility. Per the nurse, the patient is recovering and continues pd with the same cycler. The patient¿s nurse confirmed that the hypotension did not occur during pd treatment. The nurse stated the patient has pre-existing labile low blood pressure and that the event was not related to products or dialysis. Furthermore, the nurse reported that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique (by the patient¿s granddaughter who performs the pd treatment).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique by the patient, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with cardiac issues and peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy utilizing vancomycin ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. Subsequently, (B)(6) 2025, the patient was hospitalized with low blood pressure (hypotension). Per the nurse, the patient was continued on antibiotic therapy for peritonitis while hospitalized (details unknown). On (B)(6) 2025, the patient was discharged to a rehabilitation facility. Per the nurse, the patient is recovering and continues pd with the same cycler. The patient¿s nurse confirmed that the hypotension did not occur during pd treatment. The nurse stated the patient has pre-existing labile low blood pressure and that the event was not related to products or dialysis. Furthermore, the nurse reported that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique (by the patient¿s granddaughter who performs the pd treatment).